Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - visual examination of the returned device noted a shaft break located approximately 225mm distal from the catheters strain relief. This type of damage is consistent with a restriction occurring during insertion. Microscopic examination of the balloon profile, and stent found no evidence of damage present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the tortuous right coronary artery (rca). The 3.5x16mm promus element stent was advanced however was unable to cross the lesion and the shaft fractured. The location of the fracture was outside the guide catheter, so the guide catheter, wire, and distal shaft section were removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the tortuous right coronary artery (rca). The 3.5x16mm promus element stent was advanced however was unable to cross the lesion and the shaft fractured. The location of the fracture was outside the guide catheter, so the guide catheter, wire, and distal shaft section were removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.